Event description:
It was reported that during testing conducted at the manufacturer facility the device was found to have cracked fins, which could lead to a disassembly. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.